Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to the hose on her oxygen tank being pinched. The customer was unable to get enough oxygen and the blood glucose reading at the time of the hospitalization was reported to be 64 mg/dl. Customer declined troubleshooting and stated that the pump was checked at the hospital and seems to be working fine. No further information reported.